Manufacturer narrative:
(B)(4). This complaint is related to (B)(4) / medwatch #1828100-2018-00079.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the central control monitor (ccm) intermittently locked up. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to lock up when the printed circuit interface (pci) ribbon cable was tapped on lightly. The cable was reseated and no further lock ups occurred. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The complaint was confirmed. Service repair technician (srt) replaced printed circuit interface (pci) bus cable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.